Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered for high impedance, and that the impedance had ranged between 400 and 1700 ohms. It was also reported that there was an apparent lead fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.